Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted that tips of the maryland bipolar forceps instrument didn't meet. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a small offset of grips at tips. The offset was less than the maximal allowable specification. Additional observations not reported by site were char mark on the yaw pulley and main insulation tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were 0.100 - 0.300 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. One yaw pulley cover exhibited a char mark on the outer surface at the grip base. No char marks were present on either of the yaw pulleys between the grips. Instrument passed electrical continuity passes. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.